Event description:
Additional information was received indicating provocative testing was performed and the noise was unable to be reproduced. Diagnostic imaging was performed and no anomalies were observed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the low pacing impedance and noise resulting in oversensing event was sensed by the device, leading to inappropriate automatic mode switch (ams).

Event description:
It was reported that during a remote follow up, low pacing impedance and noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.